Event description:
Husband called for his wife, (B)(6). He is her primary care giver since she cannot test on her own. He always tests, using second drop of blood. On (B)(6) 2015, at 11:45 pm (B)(6) became unresponsive. After calling 911, he was told to perform a blood test. The results were 268. Emergency services told him not to give her anything to eat or drink. She was taken by ambulance to the hosp. When tested there, the results were 35. He tests following proper procedures: using the second drop of blood, holding the meter vertically, and washing her hands with warm soapy water. He has purchased a back up meter, but feels that this presto meter was very inaccurate and because of that, she was not given the correct dosage of insulin.

Manufacturer narrative:
The meter has been requested but has not yet been returned to the MFR. The meter DHR was referenced and the meter left the factory within spec. The test strip lot DHR was referenced and the lot cleared qc for release. There is not indication a second blood-glucose reading was taken from the presto to confirm any of the results. Based on the limited info provided, there root cause of the event cannot be determined. Environmental conditions, improper testing technique and insulin may have contributed to the event. The incident will continue to be trended.